Event description:
Pt was having elective sterilization surgery. While using the sterile disposable bander, #005280-901, lot 571178m, the pt fallopian tube was torn necessitating an electrical bipolar fulguration to complete the sterilization and to stop bleeding. When attempting to band other side, the banding was successful, but a tear occurred also necessitating fulguration to stop bleeding. As an observer it appeared to this nurse that the tear occurred due to sharp edges on the disposable bander. The sharp edges should not have been there. A second dr was requested by dr for an intraoperation consultation to the event. He stated at that time he had the same event occur with a disposable bander. The device was thrown out after the surgery. Complaint was orignally submitted as a type 1 and reclassified to a type ii 03/2000.